Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a t&a procedure, the coblation halo wand was excessively hot and smoking. The procedure was completed with a smith and nephew back up device with no surgical delay. There was no damage/burn caused and no further complications were reported.

Manufacturer narrative:
H11: h3, h6: the reported device was received for evaluation. Visual inspection observed the returned instrument shows no manufacturing abnormalities. Product was out of the original packaging. No packaging returned. The tip is minorly worn from use. Functional evaluation revealed plugging in the wand causes a wand end of life error. Using a bypass box, the wand had no issues producing plasma or activating coag. The unit produced plasma and activated coag as normal. No excessive smoke or vapor was produced. The tip created plasma as normal and did not show signs of higher than normal production. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include 1) used non-conductive media. 2) contact with metal objects while activating the wand. Based on this investigation, the need for corrective action is not indicated.